Manufacturer narrative:
Pump received with blank display, problem isolated to mother board. Unable to confirm e15 alarm, reprogram alarm, low reservoir alarm and unable to perform any tests due to blank display. Pump received with cracked reservoir tube lip and minor scratches on display window noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed external flash crc error. The customer¿s blood glucose level was 299 mg/dl at the time of the incident. The customer treated blood glucose with an injection. Customer stated received an error message and it wiped out all the pump settings. The customer stated the screen came back and alarmed external flash crc error. The alarm occurred during basal. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information provided for the product code and common device name with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.